Manufacturer narrative:
Date sent to the FDA: 09/24/2020. Additional information: d10, g1, h6. The manufacturing records couldn't be reviewed as the batch number is unknown. Additional h-3 summary: it was received for analysis an empty labeled winding former, a used needle-suture and two sutures pieces of product code sxpp1a410. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected. However, marks on the body needle that appears to be by surgical instrument were observed. The suture pieces were examined, and the barbs present damaged, deformation and any are missing, and the ends isn't broken, it's cut appears to be by de use of a surgical instrument. Due to the condition of the sample the functional test can¿t be performed. Per the condition of the sample received the assignable cause of the performance breakage suture is an improper handling. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide lot number no further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date; and a barbed suture was used. During the procedure, the suture broke at about 15 cm from the needle during use and after putting about two stitches. After that, the fixation tab was intentionally cut, then the suture was removed from the tissue. There were no adverse patient consequences reported. Additional information was requested.